Manufacturer narrative:
There is no indication of a malfunction of the mr system or coil used. The injuries, a 2nd degree burn to the left hand exhibiting a 2cm blister and a reddening on the left thigh are consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. No padding was used to prevent this from occurring. Only the medical gown was used to prevent this contact. This is insufficient as a minimum distance of 2 cm is required as mentioned in the instruction for use.

Event description:
Philips received a report that a male patient suffered burns on his left thigh and left hand during an examination. There was a 2nd degree burn to the left hand exhibiting a 2cm blister and a reddening on the left thigh.